Event description:
A healthcare professional reported that following an intraocular lens (iol) implantation procedure, the patient experienced subluxed piggyback, lens dislocation/subluxation, pigment dispersion, retinal detachment and tppv was performed. There was no patient injury. The lens was explanted and the problem was resolved. Reportedly the device did not fail to perform as intended.

Manufacturer narrative:
H6-health effect- clinical code: "4581- "pigment dipersion", "subluxed piggyback", "lens dislocation/subluxation" should be added. H6-health impact code: 4625- tppv (trans pars plana vitrectomy) was performed. H6- type of investigation code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. Claim# (B)(4).